Event description:
Caller reported an alarm 2 and noted multiple previous occlusion events, which were consistently resolved by changing the infusion set and cartridge, allowing insulin delivery to resume. There was no adverse impact to the customer's blood glucose level. Despite experiencing frequent occlusion issues, the caller declined additional assistance, and the case was closed by technical support.